Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a laminoplasty surgical procedure it was observed that the burr device broke after the 6th time it was used to drill. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. It was reported that the procedure was successfully completed, but it was not reported how the procedure was completed. It was reported that it was confirmed under x-ray that no broken parts of the device remained in the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The cutter device was evaluated and the reported condition that the device had a broken tip was confirmed. An assessment was performed on the device which found that the external features of the returned cutter and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force was applied. It was determined that the root cause that the ¿cutters broke¿ was excessive lateral or side to side force. There is no other data to support an alternate defect to cause this failure. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.